Event description:
Related manufacturer reference number: 2017865-2022-19447, related manufacturer reference number: 2017865-2022-19448. It was reported that the patient presented for an implant procedure. Prior to the procedure, three different atrial lead's helix were tested. All the leads were twisted and helices failed to extend. The physician elected to not use the leads and replaced the leads during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events of ¿lead was twisted¿ and helix mechanism issue were not confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix retracted. The full measured helix extension length was within specification. After applying torque directly to the connector pin, the helix was able to extend and retract. Visual inspection of the lead did not find any anomalies. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts.